Manufacturer narrative:
The patient underwent the concurrent procedures of anterior/posterior colporrhaphy and suprapubic tube insertion for anticipated urinary retention during mesh implantation. It was reported in a (B)(6) 2007 report that post implantation the patient reported that the patient used a ¿straw¿ to catheterize herself when the patient ran out of catheters.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to bladder suspension. The patient experienced pain, infection, urinary/bowel problems, bleeding and recurrence. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.